Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiple organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure, infection (driveline, localized, and pump pocket), sepsis, and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was admitted for a chronic, drug-resistant driveline infection on (B)(6) 2024 with sepsis, hypotension, and fevers. The patient was in septic shock, which was related to the driveline infection. Blood cultures were positive for acid-fast bacillus (afb) and left ventricular (assist) device (lvad) cultures grew afb, staphylococcus epidermidis, and propionibacterium johnsonii. The patient was treated with intravenous antibiotics, daptomycin, micafungin, imipenem, amikacin, azithromycin, and surgical debridements. The patient ultimately passed away due to multiple organ failure. The device operated as expected. Onset of the driveline infection reported under MFR #: 2916596-2024-01949.